Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that nothing was visible on the pump display screen when it was checked. The pump did not emit audible tones or vibration. The battery was reportedly a week old and the battery cap was new. No damage to the battery compartment was reported. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings:a review of the black box indicated multiple unexplained pump reboots. During testing, the pump powered on properly. The battery cap secured properly to the pump, and a power loss was not observed. The battery compartment was intact. The pump was exercised for 24 hours with no power interruptions or alarms observed. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.